Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error, off no power alarm and the screen was blank. The customer¿s blood glucose level was unknown at the time of the incident. Customer was reported that the display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed the functional test, including the stop (idle) current test, run current test, self test, off no power test, unexpected restart error test, seat and rewind and basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08780 inches. No unexpected battery power loss or motor error noted during testing. During visual, found battery tube, electronics stack and motor corroded.